Event description:
The home patient (hp) sent in a sample and empty pouches of a dry minicap for evaluation. No other information was available. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of dry minicaps was not confirmed during evaluation. No defects were noted during the batch review of the lot number provided.